Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿pinhole¿. Due to deformation of video connector case and light guide connector, water tightness is lost. Due to a dent on distal end, water tightness was lost. There were few additional findings. The bending section cover had a scratch and was chipped. Video connector was damaged. Video connector case had a crack. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope had a pinhole. The device was returned and an evaluation of the returned device revealed, the adhesive of the objective lens was peeled off. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue at the objective lens peeled off occurred due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.